Event description:
The customer reported an alarm during the manual prime. The customer also reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 516 mg/dl. The customer stated that he ran out of insulin prior to the hospitalization. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.